Manufacturer narrative:
A ge service rep performed an onsite investigation. The snubber board was replaced. The system was then found to be operating as intended.

Event description:
The field engineer reported that the system was not producing fluoroscopic x-ray. There is no report of patient injury associated with this event.